Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 2.5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that device entrapment occurred. The 15mmx3.0mm, stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotawire was intertwined with the burr. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that device entrapment occurred. The 15mmx3.0mm, stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotawire was intertwined with the burr. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.